Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The homechoice device received a returned instrument testing evaluation. This evaluation included visual inspection, functional and electrical testing of the device. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified during night drain cycle one. This event occurred during the therapy initiated on (B)(6) 2014, at 23:44:45. No additional information is available.